Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer had not tested blood glucose (bg) level at the time of the report; however, stated that bg level felt stable. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, supplies would be changed and insulin delivery resumed.